Manufacturer narrative:
(B)(4). The device was returned and the investigation confirmed the guide wire separation. A review of the electronic lot history record (elhr) for the manufacturing of the reported lot revealed no associated nonconforming material records (ncmrs) related to guide wire shaft separations. A query of the complaint handling database for the reported lot revealed no other similar incidents of guide wire separation. Based on a related records review, this event appears to be an isolated incident. The product will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the ht command guide wire was soaked in saline during preparation, while still inside the dispenser. The guide wire was then slowly removed from the dispenser; however, upon removal, the middle portion of the guide wire was found kinked. No force was applied to when removing the guide wire out of the dispenser. There was no damage observed on the dispenser or the cardboard box. The device was replaced, and was not used in the anatomy. A non-abbott guide wire was used to continue the procedure. There was no clinically significant delay in the procedure. The command guide wire was returned, and it was found that the core was separated into two pieces. Follow up with the account confirmed that upon removal of the guide wire from the dispenser,the guide wire was found kinked and then separated at the kinked location. No additional information was provided.